Event description:
In-stent restenosis associate with stent fractured. The report received indicated that the index procedure included treatment of a stenosis in the proximal and mid right coronary artery ( rca). During the procedure, three stents were implanted in the vessel; a 2.5x28mm cypher and a 2.5x14mm excel were implanted in the proximal area followed by a 2.5x13mm cypher in the mid area. Approx, 16 mos post-stenting procedure, an angiographic evaluation identified one stent in the mid rca artery was fractured and the vessel presented with restenosis associated with the fracture. Therefore, dilation of the lesion was conducted for 1 minute and 18 seconds and a xience stent was implanted.

Manufacturer narrative:
The product is not available for evaluation, as it remains implanted. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the u.s additional info will be submitted within 30 days upon receipt.